Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was duplicated and confirmed. The determined root cause was wear and tear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the foot control device "was leaking oil and missing oil cap." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.